Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unknown. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the account stated that they are not going to release the device. (B)(4).